Manufacturer narrative:
(Catalog number and UDI), operator of device and if ind/preanda, give protocol # are unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had a no disposable pump won't run alarm. The cassette is a prefilled 100 milliliters (ml) cassette with flow stop. The cassette reservoir volume at the time of the alarm was 58.9 ml. No patient injury was reported.